Event description:
Inserted new contact lenses -set-, during the next day pain begun; sleepless night followed, went to gp that day who prescribed antibiotics. Next day returned with great pain and redness and blurred vision and was referred to dr of ophth; she immediately sent us to hospital where corneal specialists diagnosed a highly aggressive infection in one eye only. Cornea was already thinning; only way to save eye was said to take 100x stronger than usual mixture of 2 different antibiotic drops at half hr intervals for a week. Daily follow ups revealed some progress and pt was released to her dr ophth again two weeks later with eye saved but corneal transplant now the likely result. In january, 2007, pt still has "angry eye" and transplant has been postponed while she takes more steroids and has follow up exam in 2 weeks. Bacteria never cultured due to interference from original antibiotics presumably. Pt did not use renu cleaning solution-ever-but complete only.